Event description:
The customer reported that they heard a popping sound and the image went black. The problem occurred during a vascular case.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep cleaned and recompounded the hv cables. He verified the system boot and fluoro function then verified hlf at high technique. The system operates as intended.